Event description:
The customer reported that the device would only recognize pads intermittently.

Manufacturer narrative:
The customer reported that the device would only recognize pads intermittently. The device was evaluated at philips, and the failure was confirmed. There was an incomplete connection between the therapy cable and the therapy port. Replacing the therapy port, and the therapy cable resolved the issue.